Event description:
The patient presented to the clinic after receiving an alert for high impedance in the rv to can vector. Noise was not reproduced. Device connection/header issue suspected due to continuing noise observed after lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.